Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration, stenosis, and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article: "valve in valve" percutaneous aortic valve implantation for severe mixed bioprosthetic aortic valve disease. Authors frederic de vroey et al, edwards learnt of the following case involving an edwards device: a (B)(6) woman with 21mm porcine valve implanted in the aortic position underwent surgery for a valve in valve implantation after an implant duration of approx 8 years due to gradual degeneration of the porcine aortic valve prosthesis leading to severe valve stenosis (mean gradient of 24 mmhg, peak velocity of 3.1 mlsec, peak to peak gradient 30 mmhg, calculated valve area of 0.8 cm2), and moderate aortic regurgitation due to prolapse of one cusp. A size 26mm non-edwards valve was implanted within the disabled edwards valve with no complication for the patient who was noted as to be well at 18 months follow up. This case illustrates that tavi for a deteriorated aortic bioprosthesis is feasible in a patient who was not suitable for reoperation. Long term studies are required before finn recommendations can be made regarding the optimal treatment in this difficult patient group.